Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger product ID m943899a lot# serial# unknown product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported from the patient. They stated that they would be "on excellent", but implanted neurostimulator (ins) charging would still take 7-8 hours to increase from 30-90%. They confirmed they would let the screen go dark while charging. They said that had been happening for a while, clarified probably last year sometime. The patient examined the rtm and controller port, but did not see any damage. They did mention that the box on rtm would get hot (they said it was not melting hot, but warm). The issue was not resolved. An email was sent to the repair department to replace the device. Pt stated they went to the va, so had different doctors.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated when they go to charge the ins battery they are seeing excellent charge quality but it takes 8 hours for it to charge and even then it is only charging to 90%. The patient stated they use the adhesive disks to keep the recharger (rtm) paddle in position so they know that they maintain excellent quality the entire time. The patient said their rtm was replaced may 2021 and was replaced for the same reason they were reporting today; the patient stated that the new rtm did not resolve the issue. A replacement controller was sent to the patient but it was suggested to have the ins checked if the new controller does not resolve the issue.

Manufacturer narrative:
Continuation of d11: product ID m943899a, serial# unknown, product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient on (B)(6) 2020. The patient is recharging with no issue. Weight is not made available as patient did not share information and not made available. The patient has no other complaints and will not require any further follow up at this time. No further interactions planned.

Manufacturer narrative:
Concomitant medical products: product ID: m943899a, serial#: unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Manufacturer representative reported patient started having charging issue in (B)(6) 2020 and gradually getting worse. Patient would take hours to charge, ins is currently at 60% charge. Recharging is getting more difficult to charge, more picky where to place the recharger. Caller reports al performed, and antenna locator range from 83-84. Caller reports continuously seeing no device found and the recharger is directly on skin. The ins pocket site is not shallow, cannot feel the outline of the device and ins has dropped below the scar incision and the recharging belt would not fit where the currently ins is. Patient have not lost any weight. Resetting the controller did not resolve. Suggest caller to stand. Caller reports the ins has dropped below the incision. Caller reports she is now getting excellent coupling.